Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The sensor lot expired as of 30-jun-18, therefore, sensor testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc device reader was damaged. As a result, customer experienced dizziness and loss of consciousness. The customer reported unspecified treatment from healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.